Event description:
See section h, number 6 for corrections.

Event description:
The patient underwent revision surgery due to a battery swap.

Event description:
See section h, number 6 for investigation updates.